Manufacturer narrative:
The cause of the discordant, falsely elevated tni-ultra result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one of two replicates on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s), as the customer runs all tni-ultra results in duplicate. The sample was repeated in duplicate on the same instrument, resulting lower and matching the second replicate of the initial results. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2015-00544 was filed on november 24, 2015. Additional information (11/04/2015): a siemens field application specialist (fas) was dispatched to the customer site. The fas performed an audit of sample collection and analysis time, and all were acceptable. The fas ran precision using multi diluent 11, and no flyers were obtained. The fas observed a droplet formation from dispense port 3. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash valves and wash guides were replaced. The wash manifold was replaced and precision was retested, resulting within range. The cse returned to the customer site after reports of additional discordant results. The cse found the air pump was on the edge of its range and replaced it. The cse discovered that reagent probe 1 was running down the edge of the cuvette, and corrected its position. All reagent and aspirate probes were replaced and calibrations were verified. The cause of the discordant tni-ultra result was related to improper reagent probe 1 position. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (12/04/2015): the correct "date of this report" and "date received by manufacturer" is 11/02/2015.